Manufacturer narrative:
The customer reported that there was no sound on the central nurse's station (cns) due to not having an audio cable from the main unit to the screen. The customer tried to verify that the screen had the ability to produce sound by using an audio cable from another cns. The suspect cns did not produce sound. It was determined that the cns needs to have its screen replaced. The customer is currently using external speakers attached to the cns to produce sound. The customer was given the part number for the screen replacement by technical service. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that there was no sound on the central nurse's station (cns) due to not having an audio cable from the main unit to the screen. The customer tried to verify that the screen had the ability to produce sound by using an audio cable from another cns. The suspect cns did not produce sound. It was determined that the cns needs to have its screen replaced. The customer is currently using external speakers attached to the cns to produce sound.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated cns device has no sound due to missing audio cable. The cable that connects the display screen (where the speakers are located) to the main unit was missing. Customer requested assistance from nk tech support to resolve the issue. When customer use an external speaker, they were able to reproduce sounds. When customer used another audio cable from another device to connect to the display, the sound could not be reproduced. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: cns device was put into service on 6/1/2007. Warranty expired 6/1/2009. Service history for this device shows one previous service incident ((B)(4)) where cns experienced a power outage and needed to be manually powered on. There were no reported issues regarding the display. The display (part # a/90x0316) was not sent back to nka for evaluation. The root cause for the missing cable and speaker issue could not be determined. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Corrected information: f9. Approximate age of device: incorrectly calculated.

Event description:
The customer reported that there was no sound on the central nurse's station (cns) due to not having an audio cable from the main unit to the screen. The customer tried to verify that the screen had the ability to produce sound by using an audio cable from another cns. The suspect cns did not produce sound. It was determined that the cns needs to have its screen replaced. The customer is currently using external speakers attached to the cns to produce sound.